Event description:
It was reported that "one prong from the tip of the screwdriver shaft broke during loading of screw. The screwdriver shaft was no longer used during procedure."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.